Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and pacing impedance, which is high and out of range. The lead was reprogrammed and an x-ray will be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted: 2001-(B)(6). (B)(4).